Manufacturer narrative:
Continuation of concomitant products: product ID 8780 lot# serial# (B)(4). Implanted: (B)(6)2018. Explanted: (B)(6) 2021 product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving prialt via an implanted pump. The indication for pump use was non-malignant pain. It was reported that a catheter access port procedure had been done in the clinic (date not given), and it came back negative, so the catheter was replaced because it was not working. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.